Event description:
Surgeon drilled first 2 holes on the proximal humeral nail and implanted screws without complication. The drill bit then broke off on the 3rd drilled hole proceeding the nail but before the medial cortex. Since the drill was contained between the cortex and was not touching the nail, the surgeon decided not to pursue further removal of broken end of the drill bit but instead leave it as was.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed. The customer defined the drill to be the primary product. No associated products were reported. An investigation of the device was not possible because it was not available. Therefore the root cause could not be determined.no deviations were found during review of the manufacturing and inspection documents (DHR). The drill was documented as faultless prior to distribution. As the device had been in use for approx. One year we pre-suppose that it had fulfilled its tasks in former surgeries as intended.previously investigations revealed that the drill most likely broke due to a bending overload in a brittle fracture (user related).this could be caused i.e. By bending forces during drilling or the nail is not tightened completely to the target device. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place. Device will not be returned.